Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result from a patient sample processed on the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was reported to the clinician, and a corrected report was issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated trop I es result occurred from a patient sample processed on the vitros 5600 integrated system. The investigation could not determine a definitive cause. No analyzer or reagent malfunction was identified. The investigation was unable to determine the root cause of this event.